Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The rptr stated that the dermatome took a deeper graft than the setting on the device that was selected. Integra has requested more clinical info from the rptr.